Event description:
It was reported that during a gastroenteroanastomosis procedure to resolve a pyloric syndrome due to gastric cancer, the device did not cut and did not staple. Another device was used to complete the procedure. The enlarged gastrotomies (due to excessive manipulation of the devices) had to be manually sewn. No patient consequence reported.

Manufacturer narrative:
Firing trigger teeth. Evaluation summary: the analysis showed that the atg45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.